Manufacturer narrative:
The device in question is a single-use, sterile, oneport surgical trocar intended for use as the means for providing abdominal access for various instruments during laparoscopic surgery. This dilating trocar utilizes a conical, blunt tip obturator to gain entry through the abdominal wall. The DHR/lhr, device history record/lot history record, review for the device in question, catalogue number dt-05r, oneport trocar, 5mm, with conical dilating tip, 100mm length ribbed cannula, lot number 1105171, showed that this lot was confirmed by manufacturing documentation to have been produced according to current and approved procedures and manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during the manufacturing process. A twenty-four month review of the customer complaint history prior to this event, for all 5mm oneport trocars, showed nineteen (19) previous similar complaints (twenty total complaints including this incident) for similar failure mode of broken cannula tips. Of these fifteen (15) complaints, 75%, (15/20) the complaints were confirmed on visual examination of the products. Twenty five percent of the complaints (5/20) were determined to be inconclusive for no product was returned to conmed for confirmation. In all twenty complaints the root cause was not able to be conclusively determined. The occurrence of this failure rate is relatively low. The cpm, complaints per million units sold, for 5mm oneport trocar tip breakage, for the twenty-four months prior to this event is: (B)(4). The actual complaint device was discarded by the end-user; therefore, an evaluation of the device has not been conducted. The failure mode cannot be confirmed, and, the root cause cannot be determined without examination of the actual complaint device. There could be a number of causes either manufacturing or end-user technique related; however, without actual examination of the complaint device, this complaint is considered inconclusive. Due to the slight increase in complaints regarding 5mm oneport trocar tip breakage, ((B)(4)), a scar, supplier corrective action request, was issued to the contract manufacturer, (B)(4). The manufacturing process associated with this device was investigated. It was determined that there was no manufacturing process defect that would lead to this failure mode. However, in-process inspection was heightened, adding the visual inspection for cracks or damage of the cannula and documentation of this inspection with an acceptance criterion of zero (0) nonconformancies for this critical defect. Regarding the involved patient, it was reported that there was no plan for future surgical procedures to attempt retrieval of the supposedly retained fragment of the suspect device. There were no treatments given to the patient; for, no symptoms resulted from the possibly retained device fragment. Only monitoring of patient was conducted after radiological exam in an attempt to find the suspect device fragments. The complaint investigation did not confirm any manufacturing or product defect; therefore, corrective action is not required at this time. Conmed is considering this complaint closed. Device discarded by end-user.

Event description:
It was reported, after introducing the trocar, 1 hour after the start of surgery, the gynecologist has noticed the fragmented trocar's tip. Immediate: inspection of the abdominal cavity looking for fragments in the aspirated materials, radiological investigation. The piece was not found and then not retrieved (diameter about 2mm 2).

Manufacturer narrative:
Conmed corporation is attempting to retrieve the device from the end-user for evaluation. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Attempting to retrieve device from user.